Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer and their doctor reported via phone call that the sensor alarmed threshold suspend. The customer indicated that the sensor glucose was 122 mg/dl and blood glucose was 52 mg/dl. The customer was informed to check and review the settings with their doctor and call back if necessary.